Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 type of investigation.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide an answer for each patient-event: (B)(4) captures the initial report for "...the suture breaks spontaneously during suturing in the eye..." (B)(4) captures the ambiguous multiple event report. How many devices demonstrated the alleged deficiency? Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? If this event occurred during multiple procedures, would you kindly create a product complaint for each event and provide the corresponding reference number(s)? It was reported "the graphic on the suture box has changed...the new graphic is on the right sided box". Please provide additional details about this statement. Did this event contribute to any patient adverse event? If yes, please explain. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). ¿I have spoken to all the surgeons who have been involved. It turns out that the suture that they had problems with was from one lot no. And after your recommendation to change lot no., there have been no problems¿.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, the department knows, and have used, the suture for many years and have not experienced this problem before. They like the suture so much, that they recently demanded to purchase this product code despite a lost tender. So now they have permission from the region to buy this code. But the have now experienced several times (I don¿t have exact number) that the suture breaks spontaneously during suturing in the eye. This is a very big concern for the surgeons, since they must rely on the suture, as it has to support the eye tissue (hidden inside the eye) for minimum 1,5 year postoperatively. As of right now they don't dare to use the suture, and they use another brand instead. Also, they have noticed that the graphic on the suture box has changed ¿ se attached picture. The new graphic is on the right sided box. This elevates the concern about change in the suture production, that could lead to poor product quality. No adverse patient consequences were reported. Additional information was requested.